Manufacturer narrative:
See attached vendor evaluation.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480 pump is leaking outflow fluid out of shaver handpiece. This was discovered during a procedure with no patient harm.